Event description:
It was reported by customer that during routine check the helium of cs300 intra-aortic balloon pump (iabp) was leaking. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) tested and observed defective customer seal for helium tank. Fse replaced helium tank seal and corrected helium tank leak. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.